Event description:
Device 2 of 2. Reference MFR report: 1627487-2018-04352. Follow up revealed that the 3286 and 3228 leads were both repositioned during the revision.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2018-04352. It was reported that the patient experienced abdominal pain. Reprogramming was unable to provide resolution. As a result, surgical intervention was taken on (B)(6) 2018 wherein lead model 3228 was repositioned. It is unknown at this time if anything was done to lead model 3286. Reportedly, the pain has lessened.